Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer, that before use, the cardiosave hybrid (iabp) had power up code 14 (prior compressor failure etf) alarm. No patient involved.